Event description:
Repair non-holding brakes by replacing parts per list and adjusting brake settings. Bed found in hallway. No reported injuries or incidents. Repairs found during pm process. Repairs made, bed is working fine.